Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to wide complexes, elevated t-waves and double counting. Technical services (ts) was contacted, and ts discussed troubleshooting options. The s-ICD system remains implanted. No adverse patient effects were reported.